Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported that they are in pain, their teeth are loose, their jaw locks up and their overall experience is discomforting. The patient stated that the retainers have never really fit right for them, and they also cut their tongue. The patient said they have canker sore-like spots around their tongue from the aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.